Event description:
The following was reported by the attorney for the pt: (B)(6) 2006 - the pt underwent hernia repair with composix kugel. On (B)(6) 2008 - the pt underwent excision of composix kugel. The attorney alleges the pt has suffered physical pain, harm, and serious and permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney report does not identify a specific device issue and medical records have not been provided. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.